Event description:
It is reported that moderate pain has been experienced with the nexgen lps-flex knee system.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.